Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6,h10. UDI # (B)(4). The device was returned and evaluated and it was found that the returned unit passed all specific functional testing requirements, except for the lock having rotational movement. However, evaluation found that when the unit is properly positioned and put under pressure the unit will function properly. No other issues observed. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the a1114a standard infinity skull clamp moved while on patient causing laceration. No patient information was available. There was no known delay in surgery. Additional information has been requested.